Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of ¿cellulitis in the upper face¿ and "atypical chest pain¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions: the safety and effectiveness for the treatment of anatomic regions other than facial wrinkles and folds, lips, and perioral area have not been established in controlled clinical studies. As with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: aes typically resolved within 3 months. Treatment-related adverse events that occurred in > 1% of subjects were injection site mass 16% (33/208), induration 10% (21/208), discoloration 5% (10/208), pain 4% (9/208), bruising 3% (7/208), swelling 3% (7/208), erythema 2% (4/208), and reaction 2% (4/208). In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress. Patient instructions: within the first 24 hours, patients should avoid strenuous exercise, extensive sun or heat exposure, and alcoholic beverages. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the injection sites.

Event description:
Company representative reported that after a patient was injected in the nasolabial folds, marionette lines, chin, and upper/lower lip with juvederm® ultra the patient checked into the ER experiencing ¿cellulitis in the upper face¿ and "atypical chest pain." Diagnostic tests were noted as ¿cta chest¿, ¿2d echo cardio[illegible]¿, ¿CT of the orbit." Treatment was noted as emergency room, antibiotics, doxycycline, ¿pcp office- spectrum po¿, ¿[illegible] secondary facial pain + chest pain, [illegible] IV¿, and ¿hospital [illegible]¿. Symptoms resolved.